Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was moderately calcified, 90% stenotic lesion in a tortuous obtuse marginal (om). The lesion was pre-dilated with a 2.0 mm maverick balloon. After pre-dilation the physician attempted to stent the lesion with a taxus express2 2.5 x 24 mm drug eluting stent. However, the physician was unable to reach the lesion and the stent delivery system (sds) fractured at the hub. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.8 x 12 mm drug eluting stent. Pt status is reported as "fine".